Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours of insertion. The site of insertion was the abdomen. Patient also experienced high blood glucose level. Blood glucose level was displayed high at the time of the event. Patient took correction bolus via pump and syringe for the treatment. Patient will replace supplies as necessary and resume insulin. No further information was available.